Event description:
It was reported that the battery charge of the pump dropped by 25% in a short period of time, leading to pump shutdown. Customer's blood glucose (bg) level displayed as high. The customer took corrective action by administering a correction injection through multiple daily injections (mdi). Technical support provided pump reset information, and since the pump was out of warranty, the customer planned to purchase a new one using a health fund with the supplier's report provided.